Event description:
It was reported that the wake button on the pump was hard to press. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.